Event description:
The hosp reported during a procedure the device became lodged and the wires borke when the dr was trying to crush a large stone. The pt was admitted to operating room for the removal of the stone and the device. The pt was then transferred to intensive care unit for monitoring and subsequently released. The pt has reportedly made a full recovery.